Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+3.0/092 (sphere/cylinder/axis), during the same surgery due to the lens was stuck in cartridge or injection system. And the lens tore/broke during injection/delivery into the patient's left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.